Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The first report of two cam01 monitors from the same facility. The distributor reported that the probe was inserted less than 24 hrs when a problem occurred. The intracranial pressure (icp) was between 15 and 20. The monitor was plugged in and suddenly the battery signal started alarming. The cable and monitor were changed and a new catheter was implanted. In addition, this monitor was reported to be over due for service and calibration.